Event description:
A patient (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The patient was injected with 1.0 ml coaptite on (B)(6) 2009. On (B)(6) 2009, the patient experienced urinary tract infection diagnosed by urinalysis. The patient was treated with antibiotics. The patient recovered on (B)(6) 2009. Per physician, the event was of mild severity and probably not related to coaptite.

Manufacturer narrative:
The device history records for lot 1010803 were reviewed, all requiring testing specifications were met prior to release, there were no abnormalities noted.